Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep instructed the customer over the phone to re-boot the system. The system operates as intended.